Event description:
Medwatch report ((B)(4)) states: patient who underwent a left total hip arthroplasty at an outside institution. She has had metal ion levels tested when the implant that she had in place was recalled because of concerns about metal wear debris, and her ion levels were significantly elevated. She has also had some pain in the hip and, after reviewing the risks and benefits of surgical versus nonsurgical management, she has elected to proceed with revision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.